Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues. Accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10942011 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set had flow issues. The following information was provided by the initial reporter: creating complaint for tubing issue. I have attached the portion of the alaris system maintenance manual that outlines the process, warnings, and requirements to perform rate accuracy testing under the preventative maintenance (pm) or stand-alone rate accuracy test. I have also provided the part number for the IV set to perform the rate testing based on the attached portion of the asm manual. Additional information received by the customer: can you please provide an exact date of event in this format mm-dd-yyyy? = april 14, 2025 please share the lot number associated with reported issue. = wasn't supplied a lot number for the device. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. = underinfusion. A more detailed description was shipped in the box with the devices.